Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records couldn¿t be reviewed as the batch number is unknown. Summary: it was received for analysis a dispensed needle-suture of product. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that a patient underwent an unknown spinal surgery on (B)(6) 2020 and the barbed suture was used. It was also reported that the fixation tab was broken during use. There were no adverse patient consequences reported. No further information is available.